Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratched display window and partially broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the piece that locks in the reservoir is broken. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.